Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 27 mg/dl. The customer did not know any perceived cause of the low blood glucose incident. She observed that there was a change in her bolus rate and that may have contributed to it. At the time of the call, the insulin pump had alarmed motor error. The customer had fallen and hit her head during the low blood glucose incident. She advised that everything was fine after having an MRI done; the insulin pump may have been exposed to a magnetic field as a result of the MRI. The customer was discharged without the insulin pump connected, and the blood glucose reading was 458 mg/dl at the discharge. The blood glucose reading was 557 mg/dl at the time of call. She treated with 4 units of insulin via manual injection and confirmed that the blood glucose levels were going down. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.